Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system was cracked and leaked. This was discovered during use. The following information was provided by the initial reporter: this morning, after the duty nurse gave the patient intravenous infusion, the inspection ward found that the bed sheet of the patient had become wet, and after careful inspection, there were obvious cracks in the heparin cap with indwrenched needle. Stop infusion immediately. Communicate and explain the work with the patient's family members in a timely manner, and replace the heparin cap to continue the treatment after being understood; replacement of closed intravenous heparin cap will delay the treatment time.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9262112. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system was cracked and leaked. This was discovered during use. The following information was provided by the initial reporter: this morning, after the duty nurse gave the patient intravenous infusion, the inspection ward found that the bed sheet of the patient had become wet, and after careful inspection, there were obvious cracks in the heparin cap with indwrenched needle. Stop infusion immediately. Communicate and explain the work with the patient's family members in a timely manner, and replace the heparin cap to continue the treatment after being understood; replacement of closed intravenous heparin cap will delay the treatment time.